Event description:
Customer reported a broken cross arm handle. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cross arm brake handle. System operates as intended. This MDR is related to ge healthcare complaint number.